Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported the device had a small leak. A left atrial appendage closure (laac) procedure was performed, and a 27mm watchman flx pro laa closure device was implanted on (B)(6) 2025. The patient reported the six (6) week follow up was missed due to a knee injury which required surgery. Once the follow up transesophageal echocardiography (tee) was completed, the patient reported that the watchman device had not endothelialized, and there was a small (less than 3 mm) leak along one side of the device. The patient is still on eliquis five (5) months post implant. No further information was provided.

Manufacturer narrative:
B3 date of event: aware date estimated as 08/01/2025 as the event was reported to have occurred five months after implant date of (B)(6) 2025.